Event description:
Following closing the sternum, the surgeon needed to re-enter the chest. The surgical tray had been removed and the operating room staff could not locate the additional system wire cutters, so standard wire cutters were used. The surgeon reported that re-entry was delayed.

Manufacturer narrative:
Under investigation, f/u report with eval codes will be provided.